Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1. 3005168196-2023-00534 h3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure to treat a carotid cavernous fistula (ccf) using penumbra coil 400s (pc400s), a px slim delivery microcatheter (px slim), a neuron 6f 070 delivery catheter (neuron 070), and a non-penumbra long sheath. During the procedure, after advancing approximately twenty centimeters of a pc400 into the fistula, the physician reported that the pc400 unintentionally detached inside the px slim. Therefore, the px slim containing the detached pc400 was removed from the patient. Next, the physician re-advanced the same px slim into the fistula. While advancing another pc400 halfway through the px slim, the coil unintentionally detached inside the px slim. Therefore, the px slim containing the detached pc400 was removed from the patient. It was also reported that the physician preferred to use a different catheter and decided to remove the neuron 070 from the procedure. The procedure was completed using a non-penumbra microcatheter, non-penumbra coils, a non-penumbra catheter, the same long sheath, and a liquid embolic agent. There was no report of an adverse effect to the patient.